Event description:
Patient is complaining about the quality of the freestyle libre 3 device sensors. The sensor is only good for 15 days but the problem began about 10 days ago. Sensors would alarm for low glucose but when compared to the finger stick glucose was normal. Since about 10 days ago the device has been alarming in the middle of the night, every night. Patient previously had the dexcom glucose monitoring device, but his new phone was not compatible with the software. Patient received a recall letter from walmart pharmacy highlighting this malfunction that he has been experiencing.